Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2020-00072. Medical products: stemmed tibial component precoat size 6, item# 00598004702, lot# 62630308, stem extension offset 13mm dia x 100mm length, item# 00598802013, lot# 62464647, tibial block and screws precoat size 6 10 mm thickness, item# 00598800627, lot# 61569209. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five years and ten months¿ post implantation due to implant fracture. The locking screw from the insert was fractured. The tibial component was also revised due to unknown reasons. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. Corrected: b3 no product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately five years and ten months¿ post implantation due to implant fracture. The locking screw from the insert was fractured. The tibial component was also revised because another screw could not be placed due to the fractured part of the screw remaining in the tibial component.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10. Visual examination of the returned screw found it has fractured and the threads are stripped. Device was submitted for further analysis. Analysis determined the screw fractured due to fatigue. Fracture surface had severe post fracture damage; however, a non-smeared region shows suspected fatigue artifacts such as beach marks and fatigue striations. Eds semi-quantitative elemental analysis of the lcck support screw sample showed that it was consistent with ti-6al-4v alloy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.